Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device identification is unknown. No product information has been received to date. Operator of device: patient/consumer.

Event description:
It was reported that the disposable cassette caused the pump to exhibit a high pressure alarm. No patient injury was reported.